Event description:
The customer reported that their staff believes that the bedside monitor (bsm) alarms are not ringing correctly.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer submitted the log entry from the facility stating that "when you click on hr & then go to arry. Alarm the parameters are not consistent. Ex. 603- lrrg, preferred, no pacer, pacer noocagit, complets, ext + aay etc due all off. This seems to be incorrect, and random on all patients also lone pt. Pvc setting up at 99 - this is the part of the system that ninap critical alarms, example - if extreme tach is off - that alarm will not ring red. High alert". The original ticket was created to document the hospital department logs and the hospital will not be providing any additional information. Investigation summary: customer stated they could not provide any information regarding the entry note. Due to the lack of information available an investigation into the reported issue is not possible at this time. No risk assessment could be performed. Corrected information: b2 adverse event or product problem "hospitalization - initial or prolonged" was selected by accident in the initial MDR and is now deselected.

Manufacturer narrative:
The customer reported that their staff believes that the bedside monitor (bsm) alarms are not ringing correctly. The customer also reported that if extreme tachycardia is off that alarm will not ring "red. High alert". No patient harm or injury has been reported. This ticket has been created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that their staff believes that the bedside monitor (bsm) alarms are not ringing correctly.